Event description:
It was reported that the patient had been having a lot of back pain and didn¿t know what was going on. The patient¿s remote was not working. They put new batteries in it twice, but it was showing different things on it. The back pain started back up and was really, really bad pain which started on (B)(6) prior, the patient hardly even felt the stimulation. It was asked if the patient could use the patient programmer to turn it up and the patient noted it worked but there were times when it just said the manufacturer on it. The patient had other batteries, she had (B)(6) alkaline. The patient had no others at the time of the report. The patient had the patient programmer from about a year prior. It had been awhile when the issue started with the patient programmer. The patient kept putting batteries in it and changing it out, it didn¿t do it every time but she also had problems with charging her back. It was not showing up on the remote at the time of the report. The patient had back pain (B)(6) prior and could not hardly walk. It was really bothering her at the time of the report and had taken a pain pill land muscle relaxer the night prior. The patient took them at night. It hurt if the patient stayed straight and it did not hurt if she bended. It hurt right where the implant was. The patient couldn¿t get in with the healthcare provider (hcp) for a month so she had an appointment with a different hcp. It had been a while when the pain around the implant started the patient guessed. It hadn¿t hurt that bad but it had gradually been getting worse. It had been a while for the issue with the recharger started. The patient could not get it to charge and it would take most of the day to charge up. In the last couple of weeks the patient had not had a problem with it so she did not know what was going on. She had not had a problem with it charging and was getting 3/4 charge with it. The patient tried synching with the patient programmer and it was not doing it at the time of the report. The patient hit the button to turn it up and it would shut down. The patient was turning it up to see if it would do it, she usually kept it at ¿210¿. At the time of the report the patient felt it at ¿330¿. It was helpful a little bit for the pain but it did not get rid of it. It used to be that when the patient turned it up it got better, at the time of the report the patient didn¿t notice any difference in the hurt. Since (B)(6), the patient had been noticing the increasing didn¿t help with the pain. The patient had been hurting before that but could stand the pain, she had to call off work on (B)(6). The day prior the patient could not hardly do anything at all and the day of the report it was probably going to be like that too because she was pretty sore. The patient didn¿t know if it was time to change it out or what. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# 250430002, implanted: (B)(6) 2010, product type: accessory. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).